Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was unable to move inside the catheter due to the helix bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead exhibited high threshold. The helix was unable to move inside the catheter anymore. The lead was removed and replaced. It was noticed that the catheter was damaged with a slit and kink. The catheter was replaced. No patient complications have been reported as a result of this event.